Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer which did not function properly, even after rebooting and reconnecting the power cord. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bin behind the drawer was angled slightly and causing the door to be jammed. A field service engineer relieved the pressure on the door to resolve this issue. The system functioned as intended after a field service engineer troubleshot the device.